Event description:
A customer reported that a unit was failing a leak test. There is an indication in the complaint record that a death or serious injury may have occurred, however, no additional details are known at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation had been completed.